Manufacturer narrative:
Product analysis : analysis was able to confirm the customer complaint that the stylus and cursor were not aligned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The stylus was replaced but the calibration failed again. The programmer is expected to be returned for service. There was no patient involvement.